Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that two non sustained ventricular tachycardia events were observed. The episodes were believed to be noise. The patient reported symptom of coughing spells. The lead remains in use. The clinic has chosen to monitor the situation. No patient complications have been reported as a result of this event.